Event description:
Sales representative reported "received an implant today and was planning on using it in surgery and the implant packaging looked compromised and not sterile. They were concerned so didn't use it. It has like a yellowish staining on the packaging." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - delivered as unsterile product: observed yellow discoloration on lid and observed delamination of outer lid . A further investigation is requested to analyze the yellow discoloration on lid observed. No additional observations performed on the device. No further actions are required.